Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes vvi reset and premature battery depletion. Attempts to download were unsuccessful. Therefore, the device was replaced.